Event description:
The customer reported clear fluid leaked within the instrument at idle involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the instrument was generating hemoglobin and hematocrit (h&h) errors and fluid leaked under the shear valves upon arrival. The fse noted the shear valves were dirty and leaking due to incomplete banking of the pads. The fse cleaned all three shear valves and resolved the fluid leak issue. In addition, the fse noted the red blood cell (rbc) diluent dispenser (pm2) was not filling properly and had bubbles which caused rbc values to be elevated and generated h&h flags. The fse replaced the dispenser and resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. A definitive root cause is unknown. (B)(4).